Event description:
New braun IV catheters: during a resuscitation event, multiple attempts were had to be made by experienced and competent staff for IV placement. Caused a delay in care for a patient due to IV access failure despite multiple attempts. IV access was obtained by a provider using ultrasound guided placement.